Manufacturer narrative:
The event of ipg not populating in cp app was reported to abbott. The ipg was inoperable and unable to communicate with external devices. Programmer displayed error message "generator unavailable". Troubleshooting was attempted but issue persisted. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported ipg was inoperable and unable to communicate with external devices. Programmer displayed error message "generator unavailable". Surgical intervention may be undertaken to address this issue.